Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received a depuy pinnacle series 300, porous-coated 56 mm acetabulum with metal liner, prodigy 13.5 mm large porous-coated stem, and a prodigy +5 36 mm head and neck assembly. On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy pinnacle porous-coated series 300 56 mm outer diameter acetabulum, a 36 mm by 1.5 mm head and neck assembly with associated metal liner, and a prodigy 13.5 mm porous-coated large stem. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and difficulty with my left thigh and left hip area and right thigh and right hip area. I also feel extreme discomfort when walking, sitting, or standing for periods of time. Diagnosis or reason for use: left hip osteoarthritis. Right hip osteoarthritis.